Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The company representative was unable was able to resolve the reported event remotely with the customer . Therefore, the system was not examined nor tested on-site. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. An onsite assessment was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, during the setup, the ophthalmic console experienced an issue where it froze, and the ophthalmic cassette was not accepted by the system. Furthermore, when attempting to shut down the console, the screen remained frozen. The issue was resolved by rebooting the system. Procedure details and patient impact was not reported. Follow up attempt can't be made as the customer is unwilling for further follow ups.